Event description:
The device was used during a laparoscopic hernia repair procedure. It was reported by the affiliate that the instrument jammed. There was no pt consequence.

Manufacturer narrative:
H6; code 100: cartridge nose damaged and a yielded cartridge tube crimp. Visual inspections & results: head rotates; yes. Nose shroud cracked/broken; no. Staple in nose; no. Staples in the track; yes. Trigger engaged with precock; yes. Functional tests & results: cycled instrument; no. Analysis conclusion: based upon the inquiry info received and the visual examination, it was concluded that the reported instrument "jammed" during surgery may have been due to the cartridge tube crimp which had yielded. The instrument was received with a yielded cartridge tube crimp, with no staple in the nose and with the cartridge nose slightly damaged. No functional testing could be performed due to the yielded cartridge tube crimp. The instrument was disassembled and the tube crimp was found to have been sufficiently crimped. No conclusion could be reached as to what may have caused the tube crimp to yield or what may have caused the damage to the cartridge nose. The instrument contained 10 staples. Each instrument is evaluated during the assembly process to ensure that staples feed, fire and form correctly.